Manufacturer narrative:
Analysis could not confirm the customer's comment that the programmer shut down unexpectedly as there was nothing noted in the parsing sheet. The circuit boards and mechanical parts were inspected. The power supply was preventively replaced it was noted that the keyboard latch was broken, but functional. The hard drive was reconfigured, reloaded and software was updated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation, the programmer would shut down. The programmer shut down multiple times for the same patient. A new programmer was used to continue interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.